Event description:
The catheter was placed 8/14/96 via the right subclavian vein for chemotherapy. It was reported that when normal saline was infused that the catheter leaked subcutaneously. The catheter was removed and replaced. No pt injury was reported to have occurred.